Manufacturer narrative:
(B)(4). D2: the common device name and product code were populated with the best match based on review of similar devices. D4: it was reported that no additional information was available per the surgeon at the hospital/user facility, therefore, no product identification is available. D10: unknown 10deg 32 liner unknown. Unknown 32 -3.5 metal head unknown. G4: device information has not been provided to identify the associated 510l. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised four (4) years post implantation due to instability. The head, liner, and cup were explanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided, however were not further reviewed by a health care professional as the image provided would not allow for a full assessment of implants. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.